Manufacturer narrative:
Results - refers to the catheter.

Event description:
It was reported that the patient never had therapeutic effect. The pump was not helping with pain relief. The patient noted that during the trial, dilaudid was used and the patient was "almost pain free". Dilaudid was being used in the pump, but the patient had to see the physician 2-3 times a week to have a pump adjusted. The physician may be increasing the dose or switching the patient to fentanyl. The patient was currently using fentanyl patches. The patient did not think the pump was working properly, but the doctor said that it was. Additional information noted that the event was not attributed to the device. The patient was treated with medication change and advance. The patient outcome was reported as no injury. Further information received approximately one month later noted that the patient was going to the physician and getting increased, but hadn't seen an improvement. No volume discrepancies had been noted. The doctor stated that it was unlikely the catheter had moved since implant. The patient noted that the trial "bolus" was very different from what the pump does. The patient noted that he had great relief for about 3 hours, but then hadn't had any since. Further information was received 16 days after the second contact reported that the patient went back to the doctor and after evaluation and cat scan, the physician wasn't able to see the bottom of the catheter. There was an issue with the catheter and that is why the patient had not been getting relief. The doctor stated the issue with the catheter could be caused by tissue from adhesions or something else. The medication was going into the intrathecal wall and not getting into the spine. The pump was being drained and filled with saline so the patient can go through with replacement. The patient was scheduled to see the surgeon in two days for consult to get the catheter reattached and fixed.